Manufacturer narrative:
Additional devices listed in this report: cat 64952115, lot ctd2532, description: gmrs small axle; cat 64956030, lot ef79a, description: gmrs extension piece 30mm; cat 64952010, lot eexcj, description: gmrs dist fem comp sml l 65mm; cat 64813111, lot ea8cd, description: mrh tibial b/plt keel sml 2; cat 64786420, lot eafkt, description: dcon p-fit stem cocr 19mmx80mm; cat 64955017, lot 88784a, description: 17mm press fit fluted stem; cat 64956070, lot unk, description: gmrs extension price 70mm; cat 64812100, lot unk, description: mrh tib rot comp xs-xl; unknown bushings x 2, unk lot code. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Doctor removed a total gmrs due to infection. Replaced it with a cement spacer.